Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-53 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient experienced bradycardia with a heart rate in the 40's, which was below the programmed lower rate of the implantable pulse generator (ipg) device. A transmission observed the right ventricular (rv) lead with high threshold and high impedance. A lead dislodgement was suspected. The lead was reprogrammed with increased output to maintain the capture. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.